Event description:
Additional information was received 29jan2021. Fluoroscopy of the calyx, renal pelvis, ureter, and urethra was performed. The user confirmed that the nephrostomy catheter was in the urinary tract, so he inserted a 0.035 inch wire guide in the catheter. The user tried to advance the wire guide to the ureter side, but the wire guide was advanced to the upper calyx. The nephrostomy catheter was removed and a cook dual lumen ureteral access catheter was inserted over the wire guide. Contrast medium was injected from the second lumen, and then a safety wire guide was inserted. The user tried to advance the safety wire guide to the ureter side but it was also advanced to the upper calyx. Two wire guides were thus placed in the upper calyx. The dual lumen catheter was removed and the safety wire guide was fixed at outside of the body. The fascia was then dilated by a cook fascial dilator set using the 10fr, 11fr, 12fr, and 14fr dilators in order. When the user tried to insert the 14fr dilator, the dilator was caught at the renal capsules and did not advance. The user incised the fascia and expanded it with a mosquito forceps. The fascial or renal capsules were too hard to dilate. Therefore, another manufacturer's metal dilator was used, and the tract was dilated to 14fr without problems. The device was then inserted, and the user confirmed that the tip of the device was in the urinary tract with fluoroscopic imaging. The balloon was inflated for 3 minutes to 15atm, and no waist was confirmed on the balloon. The user tried to advance the sheath over the balloon but the sheath did not advance. The user thus reduced the inflation to 10atm, but the sheath still did not advance. At the same time, the balloon seemed to be moved to outside of the renal capsule. The wire guide remained in the renal capsule. The balloon was deflated and removed. Since it was not identified whether the point of resistance to sheath advancement was the fascia or the renal capsule, an additional fasciotomy was performed with scalpel and mosquito forceps. The balloon was reinserted and inflated to 10atm. The sales representative present for the procedure advised the user to keep the balloon as straight as possible and to advance the sheath while rotating it. When the user was advancing the balloon, the balloon seemed to be moved again. The balloon was repositioned, and the user advanced the sheath. While advancing the sheath, the sales representative noticed that the wire guide was not inside the renal capsule and communicated this to the user. The user confirmed the sheath appeared to be advancing in a different direction. Bleeding was confirmed, and the balloon was deflated and removed. The balloon was reportedly kinked. It is unknown when during the procedure it was kinked. The user unsuccessfully attempted to stop the bleeding by applying manual pressure. The patient was moved to laparotomy at 2:31pm. The amount of blood loss was about 6 liters, and blood pressure was unstable throughout the operation, so blood transfusions were administered intermittently. The right kidney was removed, and the damaged inferior vena cava was sewn. No arterial bleeding was confirmed, and the operation was concluded at 8:15pm. Blood transfusions were continuously administered after the patient was returned to the ICU, and the total number of blood transfusions administered before death was 26 units of packed red blood cells (7280 ml), 18 units of ffp (4320 ml), and 20 units of concentrated platelets (400 ml). The patient died at 11:40am (B)(6) 2020.

Manufacturer narrative:
Additional information: b2, b5 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, during a percutaneous nephrolithotomy and using a ultraxx nephrostomy balloon and set, the sheath would not advance over the balloon. The inferior vena cava was damaged during the procedure, and the patient died of blood loss the day following the procedure. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ultraxx nephrostomy balloon and set was returned for investigation. The overall length of the device measured approximately 53cm. There was a slight bow in the catheter starting from the distal tip for a length of approximately 7cm. The remaining portion of the catheter was mostly straight. There was no other apparent damage at eye level. A function inflation test was performed using a stock cook sphere inflation device. When the balloon was inflated to 20 atm, there were no visible leaks, and the balloon was able to hold the pressure. The outer diameter of the inflated balloon was measured to be approximately 0.247". The length of the inflated portion of the balloon measured approximately 15.5cm. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is included with instructions for use, which provide the following information related to the reported event: precautions ultraxx nephrostomy balloon and set "do not exceed the maximum rated burst pressure (listed on label) for this balloon device." "Do not preinflate the balloon" "refer to product label or the inflation check valve on the balloon device for appropriate balloon volume" potential adverse events "complications that might occur during this procedure include overinflation of the balloon, which could result in trauma to the surrounding tissue. " instructions for use "11. Advance the sheath over the inflated balloon and into the proper position. Note: the tolerances of the sheath and inflated balloon are very close, if resistance is encountered when advancing the sheath, it may be necessary to decrease balloon inflation to facilitate sheath passage.¿ per customer testimony, the operator attempted to blindly dilate with a larger metal dilator over the guide wire before placing the balloon dilator, which likely kinked the wire. When the user attempted to advance the balloon, it would not advance due to the kink or displacement of the wire, which can occur with rigid dilation attempts. This likely displaced the wire from its original proper location, thereby compromising the fidelity of access. The user also tried to cut the facia after the dilation attempt, which may have further caused the wire to become dislodged. Since the alignment was likely off at that point, the balloon, when advanced, was not in the correct place, and the force used on the larger sheath being placed over the balloon did not advance, likely because it was kinked, torqued, or not aligned. When the force was used to advance the sheath over a misplaced and misaligned balloon, it could have torn the balloon and pulled on the access wire enough to completely lose access to the kidney. This is the most likely reason the operator could not advance the sheath over the balloon dilator. Based on the available information, cook has concluded that unintended user error likely contributed to this incident. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 06jan2021. After the initial procedure was aborted, the patient was moved to laparotomy, during which the inferior vena cava was discovered to be damaged. The right kidney removed, and the blood vessels were sutured. The patient died of hemorrhagic shock the next day.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous nephrolithotomy and using a ultraxx nephrostomy balloon and set, a blood vessel was "injured", and the patient's kidney was removed. A wire guide was inserted into the nephrostomy catheter, and the catheter was removed. A 10fr dual lumen ureteral catheter was placed. Contrast medium was used, and a safety guide wire was placed. The user attempted to dilate the tract to 14fr with a fascial dilator, but the fascial or renal capsules were too difficult to dilate. Therefore, a metal dilator from another manufacturer was used, and the tract was dilated to 14fr. The complaint device was inserted, contrast imaging was performed, and the balloon was inflated to 18fr. After inflating the balloon for three minutes to 15atm, the user attempted to insert the sheath, but the sheath would not advance. The balloon "seemed to be moved", so the balloon was deflated and an incision was made in the fascia using a scalpel and metal forceps. The balloon was inserted and inflated again, but the sheath still did not advance. It was noted the balloon seemed to be "moved" again, so the user gave up on advancing the sheath. Bleeding was confirmed, and the user attempted to stop the bleeding by applying pressure but was unable to stop the bleeding. The pcnl procedure was aborted. Injury to the blood vessel was noted, and the kidney was removed. The user stated that the complaint device did not fail in any way aside from the reported movement. It is unknown whether the vessel injury was the result of the complaint device or of any concomitantly used device.